Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. A visual inspection revealed that only a coil was returned. The main coil was stretched, kinked and some fiber bundles were missing. A microscopic inspection revealed that the zap tip of the main coil has a smooth surface. The interlocking arm was inspected and no anomalies was noted. The dimensional inspection revealed that the dimensions that could be measured were within specification aside from the number of fiber bundles that was missing.

Event description:
Reportable based on device analysis completed on 17jul2019. It was reported that the coil jammed occurred. A 22 mm x 60 cm interlock coil was selected for use in a vein embolism procedure. During procedure, it was reported that the coil was stuck in the micro catheter and could not push. The procedure was completed with another of the same device. No patient complications reported. Patient was stable post procedure. However, device analysis revealed that the fiber bundles were missing.